Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Due to the (B)(6) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter ((B)(6) 2014) and suffered an esophageal fistula and death. Sometime after the procedure, the patient suffered an esophageal fistula. It has not been confirmed if there was any medical intervention. There is no information regarding how the injury was discovered. There is no information regarding extended hospitalization. It was noted that the esophageal fistula led to the patient's death. Physician did not provide a causality opinion. There is no information regarding generator parameters or ablation time at the site of injury. There is no information regarding the modality used to prevent esophageal injury. There were no errors reported on any bwi equipment during the procedure.